Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, it is not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. During a post-operative examination, the patient reported persistent dysphotopsia symptoms which lasted approximately 5 months. Reportedly, the iol directions for use were followed and there was no incision enlargement, vitrectomy sutures or delay in the procedure. The iol was explanted in a secondary procedure and replaced with a non jnj lens, model lenstec softec hdo +22.25. The patient outcome was reported as unknown. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 13, 2026. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. Visual inspection under magnification revealed the lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing scratches and lens edge damage. The physical characteristics of the received lens was confirmed to match that of a dcb00 model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.